Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor fractured while in the body. The customer's blood glucose value was unknown. Customer removed the sensor and she thinks that some part of it stayed inside body as she saw it coming out. Sensor or needle was still not attached. Customer reported the sensor was no longer in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will not be returned for analysis.